Event description:
It was reported by the customer that a pyxis medstation system drawer failed. The customer reported that users were unable to remove medications from the drawer. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer failed. A field service engineer rebooted the station and verified the drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.